Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the patient presented to the critical care unit with ventricular fibrillation and was exposed to external defibrillation. After a device software download, normal device function resumed. The patient would be monitored.